Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, the device had no seal after completing three tissue uterine. No bleeding occurred. There was a regrasp alarm and end tone. They replaced the device and worked fine. There was no patient injury.